Manufacturer narrative:
Reference#: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
It was reported that patient involved in (B)(6) study had expired on (B)(6) 2016. Patient had received primary rfa on (B)(6) 2011. Patient was monitored and last seen at the 48 month endoscopy visit on (B)(6) 2016. Dr.(B)(6) and dr. (B)(6) mentioned leukemia is the likely cause of death, unrelated to the rfa procedure. No further information is available at this time.